Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defective item is the result of improper or inadequate reprocessing or handling. The event can be detected/prevented by following the instructions for use which state: inspection methods for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ as below. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the flex deflectable videoscope had missing charged coupled device dots and there were spots in some places/separation. There were no reports of patient harm. The device was returned and during the device evaluation the following reportable malfunctions were found. Damage to the ccd (charged coupled device) a foggy image appeared. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 establishment full name: (B)(6). (Documented here in it¿s entirety due to character limitations in respective field). The device was returned and evaluated. In addition to the malfunctions documented in b5, the additional evaluation findings were as follows: due to damage on the insertion pipe, insulation resistance value did not meet the standard value, a-rubber (bending section cover) had a scratch, adhesive on the a-rubber had a chip, insertion pipe had discoloration, venting connector of the lg (light guide) connector was loose, adhesive around objective lens had a discoloration, video connector was deformed, and the video connector case was cracked and deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.